Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced skin erosion over their implantable pulse generator (ipg) pocket and that the header of the ipg was visible. The ipg was explanted and the right ventricular (rv) lead was capped. No further patient complications have been reported as a result of this event.